Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patients nurse described the area as red itchy oozing eczema. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied talcum powder for the open wound. Follow up indicated that the skin irritation improved.